Event description:
It was reported that the target lesion was in a stenosed femoropopliteal bypass graft the emboshield nav 6 embolic protection device (epd) was advanced and positioned over a non-abbott guidewire. When atherectomy was performed in the common femoral artery, using a non-abbott atherectomy device, the guide wire separated, leaving 8 cm of the wire and the epd unretrieved in the body. A snare was used to successfully remove the epd and portion of wire. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Csi guide wire; diamond atherectomy device. Use of guide wire other than the bare wire for emboshield epd. The device was not returned for investigation. Factors that can contribute to difficulty to remove a filter due to filter detachment include, but are not limited to, interaction with the anatomy/lesion or previously deployed stents, damage to the wire/filter/recovery catheter, use of incorrect guide wire (non-bare wire) or if the filter is not fully captured in the recovery catheter. In this case, although it was reported that the emboshield nav 6 was advanced over a non-bare wire, the detachment appears to be related to interaction with the atherectomy device. It is likely that the atherectomy interacted with the guide wire during rotation causing the separation. As a result of the separation, a snare was used to successfully remove the epd and portion of wire. The product instructions for use states the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, the separation of the guide wire and filter element appear to be due to interaction with the atherectomy device and does not appear to be due to using the non-barewire. Overall, the reported detachment of the filter basket and difficulty removing appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed because the product was not returned for investigation.